Manufacturer narrative:
On december 01, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a patient underwent an unspecified breast surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of her left breast as well as a rupture of her left prosthesis. It was also reported that the patient experienced bilateral burning pain in her breasts. As a result, the patient underwent removal and replacement with 460cc mentor smooth round high profile saline breast implants on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-05819 for the contralateral event.